Event description:
The customer reported that during a patient event where the patient was only being monitored, the device reportedly lost power a number of times. The medics involved in the code were able to power the device back on every time and continue care, until the device lost power again. The delay from the multiple power failures was not reported. The customer did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported failure could not be determined.